Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm and keypad anomaly. The customer blood glucose level was unknown. The customer also reported that insulin pump had unexplained alarms and motor issues. The customer also stated that the insulin was squirt out. The device will not be returned for analysis.